Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer reported that she woke up this morning and noticed that the insulin pump had partial display and she can only see half of the display screen. The customer's blood glucose was 122.4 mg/dl at the time of incident. Product is expected to return for analysis.

Manufacturer narrative:
Insulin pump received with missing segments/partial display, problem isolated to lcd board. Unable to perform any tests due to missing segments/partial display.